Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD) and defibrillation lead displayed a greater than 3000 ohms impedance measurement. The patient does not require right ventricular (rv) pacing. All other measurements were noted to be within range.